Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold and was noted with several thousand pacing intervals at higher rates. Additional information received indicating that the suspected cause of high threshold was micro-dislodgement resulting in poor delivery of device pacing. The behavior was attributed to the lead. Moreover, reprogramming was done. This lv lead remains in service. No adverse patient effects were reported.